Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm x 4cm saber percutaneous transluminal angioplasty (pta) balloon burst below rated burst pressure (rbp) during inflation. The procedure was completed using a non-cordis device there was no reported injury to the patient. This was during a superficial femoral artery (sfa) shunt pta procedure. The lesion was not calcified, vessel tortuosity was severe, and the percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). The product was stored and prepped properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to insertion into the patient. The device maintained negative pressure during preparation. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 1:1. The device was device was discarded and will not be returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the 4mm x 4cm saber percutaneous transluminal angioplasty (pta) balloon burst below rated burst pressure (rbp) during inflation. The procedure was completed using a non-cordis device. There was no reported injury to the patient. This was during a superficial femoral artery (sfa) shunt pta procedure. The lesion was not calcified, vessel tortuosity was severe, and the percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). The product was stored and prepped properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to insertion into the patient. The device maintained negative pressure during preparation. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 1:1. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82324109 presented no issues during the manufacturing process that can be related to the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported severe tortuosity of the superficial femoral artery (sfa) may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.